Event description:
It was reported that the surgeon attempted to insert an aq2015a three piece silicone lens and the back haptic got caught between the cartridge/injector. No patient contact.

Manufacturer narrative:
(B)(4). Evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).